Manufacturer narrative:
(B)(4). The complaint device has been returned, but the device investigation has not yet been completed. Once the evaluation is completed, a supplemental medwatch will be submitted.

Event description:
It was reported that the sterile package was fractured. No adverse events have been reported as a result of the malfunction.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Complaint sample was evaluated and the reported event was confirmed. Evaluation of the returned product confirmed the alleged cracks in both the inner and outer sterile cavities. The device history records were reviewed for deviations and/or anomalies and no related deviations or anomalies were identified relevant to the reported event. Investigation results concluded that the reported event was due to transit damage. The likely condition of the product when they left zimmer biomet control is considered to be conforming based on the review of the design history records. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.